Event description:
User facility reported a uterine perforation following an attempted novasure endometrial ablation. During follow-up in 2009, it was reported that the procedure was abandoned when the cavity integrity assessment (cia) test was unsuccessful. The perforation was confirmed on post hysteroscopy. During follow-up the following month, it was reported no treatment was needed for this perforation. The pt was observed following the procedure, then discharged home. Additionally, it was reported that the pt has been seen on follow-up and is doing "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. A serial number was not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.